Event description:
The user facility reported that 70 bronchoscopies were performed during the month of (B)(6) 2019, using three of the facility¿s bronchoscopes. Of that, four patients tested positive for achromobacter xylosoxidans denitrificans. The user facility reported that the second patient also cultured positive for candida. The patient had undergone prior bronchoscopy procedures in (B)(6) 2019 and was an inpatient at the user facility at the time the organism was discovered. The patient received a consult with infectious disease (ID) and treated with antibiotics ordered by pulmonologist. The user facility believes that the patient being immunocompromised is a contributory factory. Additionally, the user facility reported that from august 9, 2019 thru august 12, 2019 samples were taken from facility¿s scope cabinet, sink tap water, clean sink drain, dirty sink drain, enzymatic cleaner, oer pro supply water, super sani wipes pdi, alcohol cap oer pro, detergent cap oer pro, provon soap dispenser hall scrub sink, chlorhex dispenser hall, scrub sink and 10ml saline flushes from the three scope channels (serial numbers: (B)(4)). All samples were negative for the achromobacter organism. This report is to account for the second patient's procedures.